Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a0501 captures the reportable event of trip wire detached.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2025. Prior to the procedure after opening the package, it was found that the steel pull wire of the ligation device was not tightly connected and had fallen off. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.